Event description:
It was reported that during lead change-out the newly implanted rv lead could not be connected due to an rv connector set screw issue. The device was replaced. The patients condition was fine post procedure.

Manufacturer narrative:
UDI (di): (B)(4). The reported set screw anomaly was confirmed in the laboratory. Septum material was noted inside the set screw hex cavity. It is believed that this septum material tore during torque driver insertion and prevented the torque driver from a secure connection.